Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was unable due to damaged charging pins on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer continued insulin pump therapy with replacement pump.